Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right atrial (ra) lead experienced placement difficulty resulting from the guidewire being unable to be inserted into the lead completely. The lead was unable to be fixed and was removed. A new lead was used instead. No patient complications have been reported as a result of this event.